Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not identified. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient was revised to address painful right total hip replacement with suspected metallosis. Patient alleges pain. It was suspected that because these were metal-on- metal articulations that she might have developed a fluid accumulation or pseudotumor around the hip. Serum studies showed increased cobalt and chromium levels in her blood and the mars MRI scan confirmed the fluid accumulation in the hip . This was addressed by interventional radiology in the (B)(6) area where she lives and the interventional radiologist removed approximately 30 ml of turbid fluid, which was sterile, but did show evidence of metallosis. Operative notes indicated that before entering the joint, a large bore needle was inserted and approximately 25 ml of fluid was aspirated. This had the appearance of a metal debris mixed in with the joint fluid. The soft tissue posteriorly along the femur was then opened through the old scar of the short rotator repair. This had partially torn and there was some evidence of fluid leaking out from this area. The hip was then brought into maximum internal rotation and dislocated. There was no gross metallosis present, but there was xanthochromic staining of the soft tissues in the entire hip area and capsule. The femur was then subluxed anteriorly and the acetabular component was addressed. This was circumferentially exposed removing additional reactive soft tissue back to healthy-appearing pseudocapsule. Doi: (B)(6) 2008. Dor: (B)(6) 2018; (right hip).